Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Mayfield skull clamp was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A neuro coordinator reported that the mayfield skull clamp slipped when patient was removed causing a laceration where skull pins were inserted. There was no known delay in surgery. Additional information has been requested.